Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left subclavian artery. An opticross 18 peripheral imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, the device became stuck on the guidewire. Both the guidewire and the catheter were successfully removed. The procedure was completed with another of the same device. There was no patient complications reported.